Event description:
A customer reported experiencing a cartridge alarm 30. There was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to follow up later or call back when ready to proceed with troubleshooting steps, as the customer was not at home and did not have a new cartridge available for testing.